Event description:
The boyfriend of the consumer called to report 9 regular and 9 super tampons his girlfriend used came apart during removal and pieces of the tampons remained inside her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report. Add'l model#: super.